Event description:
As received, the tip of the hexlobe driver was broken off from the shaft. According to the complaintant, the tip of the shaft broke off during final tightening of a monarch cap. The surgeon that had to burr the device out of the bone in order to replace it. Surgery time was delayed over 30 minutes. There was no other adverse consequences to the patient. A dimensional analysis was performed on the shaft and the instrument conformed to specifications. A rockwell hardness test was performed and the instrument conformed to specifications.